Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 4.0 x 23 mm xience xpedition stent in the proximal left anterior descending artery. One day post procedure, the patient experienced an elevation of cardiac enzymes and a myocardial infarction (mi) was diagnosed. No treatment was provided for the enzyme elevation or mi and the patient condition resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of myocardial infarction is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received, indicating that a side branch became occluded post stent deployment due to plaque shift. No treatment was provided, although serial enzymes were obtained. The patient condition resolved on (B)(6) 2013. No additional information was provided.